Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 55-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an aic (automated impella controller) displayed a controller error alarm during ground transport above 9000 ft elevation. There was no loss of aic function or impella function at the time of the noted issue. There was no patient harm.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. The optical system was tested and confirmed to be working correctly. There was no evidence of a device malfunction. The device functioned/operated to specification. Even though the data logs confirmed the reported issue, the root cause is undetermined.